Event description:
It was reported that the patient's leads exhibited high impedances resulting in ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025, where the system was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.